Event description:
The catheter was placed in a pediatric pt by a nurse from the nicu. Approx a day later the catheter was found leaking near the hub close to the insertion site. The catheter was removed and the pt did not experience any ill effects from the incident.

Manufacturer narrative:
The device was not returned to vygon us, but the MFR is in the process of conducting an investigation with the info provided by the customer. A follow-up MDR will be sent within thirty days of the completion of the investigation.